Manufacturer narrative:
Device remains implanted. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pulse generator was part of a system revision. Evidence suggests that generator movement contributed to leads dislodgement event. This device was successfully re-implanted. There were no additional adverse patient effects.